Event description:
It was reported that the arctic sun device was not cooling, and a check of the device showed chiller temperature (t4) was not dropping below 24c. They walked the biomed through draining the left drain port and they stated no water was draining out and discussed this was an indicative of a failed mixing pump and they stated they would repair onsite. Per follow up information received on 01apr2022, there was no patient involvement and the biomed would repair the device onsite.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was not cooling, and a check of the device showed chiller temperature (t4) was not dropping below 24c. They walked the biomed through draining the left drain port and they stated no water was draining out and discussed this was an indicative of a failed mixing pump and they stated they would repair onsite. Per follow up information received on 01apr2022, there was no patient involvement and the biomed would repair the device onsite.